Manufacturer narrative:
The investigation into the reported thrombosis and low pump flows has been completed since the original report was filed. The device was not returned by the medical facility. However, data logs were reviewed which revealed many suction alarms, motor current spikes, and purge pressure spikes that indicated biomaterial ingestion. The cause of the low pump flow issue most likely was the clot and biomaterial ingestion. The cause of thrombus issue was patient condition related as clot observed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ instructions for use for the related event are as follows ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 83-year old female with non-st elevated myocardial infarction had impella cp support ongoing for 4 days when there was persistent suction events with the device. The team made choice to explant the pump. At the time of explant the pump, there was clot burden observed. The clot was seen in the limb and the cannula had clot observed adhered to the pump.